Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510: kk113753, k112160.

Event description:
It was reported that the implant was missing from the packaging. The doctor was in surgery and opened the packaging that was sealed and the tube inside that has the implant in it was empty. Customer confirmed that they completed the procedure with another implant.

Manufacturer narrative:
An imp tm 4.7mm mtx full, 10 (tmtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Vial was returned and seal has been broken and opened. No products inside. Pictures were not provided.appropriate documentation was reviewed. DHR review was completed for the subject lot number (1240717). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240717) for similar event and no other complaint was identified.oct post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.the following sections have been updated:b4: date of this report.g3: date received by manufacturer.g6: checked "follow-up".h2: checked follow-up type.h3: changed "yes" to "no".h6: entered evaluation codes.h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.